Manufacturer narrative:
Product evaluation has been conducted. One iol was returned in a small plastic specimen cup. The original packaging was not returned. The part number and serial number cannot be verified or determined. However, the lens does have the appearance of an ao60 lens. Particulates, saline dendrites and dried solutions are visible on the optic. Visual inspection found the lens is in two pieces. The optic has been cut or torn in half. Two haptics are attached to each piece of the optic. The haptics are not bent. Functional testing cannot be performed due to the damage. The cause of the damage cannot be determined. The product evaluation could not verify the failure mode. It cannot be determined if the patient experienced asthenopia. There have been no other complaints for this lot to date, and no other complaints for this reason in the previous 14 months. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. The most probable root cause is that this event is patient related. No corrective action is necessary at this time.

Event description:
It was reported that an akreos lens was explanted three months post implant and replaced with a competitor lens of a different diopter due to asthenopia. The original procedure was not complicated in any way. The orientation of the lens did not change. The iol was free and clear. The patient noticed a decrease in their vision. In the surgeon's opinion, the likely cause of the event was asthenopia. The patient's current prognosis is good.